Manufacturer narrative:
The device was received for evaluation contaminated with blood. During visual inspection, the tubing was observed separated from the blood filter chamber (which was not returned by the customer). The reported condition was verified. Due to the condition of the sample, no further testing can be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set came apart during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.